Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter which is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue.

Event description:
It was reported there was a loss of fluid from the handle.